Event description:
The reporter stated the surgeon implanted aa4203tl/2.0 toric optic silicone single piece lens in 2009. Lens was explanted the following month. Pt went in for 7 day post-op visit. Complained of double/blurry vision. Doctor noticed lens had rotated. Doctor was going to reposition the lens, but decided to explant it. The reporter stated there was no product allegation. The doctor was not able to position the lens. Nothing was noted regarding pt condition. A non staar lens was implanted.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found both optic and haptic were torn. Piece of haptic is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined.